Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. It was observed that the battery pins in battery well 2 were damaged. There was however no indication that the reported issue would be related to these battery pins being damaged. The battery pins were replaced and proper device operation was observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy twice at a cardiac arrest. In an additional clarification, the customer reported that the device had been checked previously in the day, and that everything was ok. The customer had observed that one of the batteries was not properly secured int the device in order to power the device. The other battery was flashing red with a low battery warning. The customer immediately replaced the batteries for fully charged ones and started a user test which passed, as well as 5 defibrillator discharges in a row into a shock block at 200j. The customer also downloaded the data for the incident and it was observed that the defibrillator had successfully discharged on multiple occasions until low battery warnings began to appear. At this point the device seemed to have switched off and then back on with more subsequent power warnings. There was patient use associated with the reported event however, no information regarding the patient outcome and patient details was provided.